Event description:
Per the info provided to co by the physician's office, the device was removed due to "malfunction." As reported to co, the device was removed and replaced with an inflatable penile prosthesis. 7/28/97-in the operative report the physician/surgeon stated that "in the past few years the penis has been "swiveling" and is quite "droopy" and it has been very difficult to have intercourse. Examination reveals an extremely loose prosthesis, perhaps too small for the size of penis."